Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) suddenly lost output while on a patient, thought to be due to a low battery. The patient was asystolic until the battery could be replaced and recovered without injury. Four hours later, the same scenario occurred, with loss of output and asystole. After yet another episode of loss of output, the patient was taken to the lab for a permanent ipg implant. The patient suffered no other injuries or consequences than brief periods of asystole requiring CPR until the battery was replaced. It was noted the epg had been loaned to the hospital over five years ago, so there was no documentation of it with the hospital clinical engineering department. As a result, it had not been checked since it was loaned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of main printed circuit board being out of specification. Analysis also found that two capacitors were out of specification. It was also noted that the upper and lower cases were broken, the battery contacts were discolored and the ring bail was missing.